Event description:
Siemens became aware of an incident that occurred with the artis q floor system. The customer uses the narrow tabletop configuration with the artis q floor system. To increase the width of the table for larger patients, plexiglass panels are used under the system mattress. These plexiglass panels were sourced by the customer internally and are not approved/provided by siemens. During patient transfer to the table with no system movement, a staff member caught her hand against this plexiglass, fracturing a finger.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
H3, h6: the investigation was performed on expert discussions considering complaint description, customer service reports, and system history. Based on available information, at the beginning of a procedure during patient transfer of the patient from the transport bed to the table without moving the system, a staff member caught his hand on plexiglass and fractured his finger. The facility uses internally sourced plexiglass panels under the artis mattress to increase the width of the table for larger patients. No system deficiency could be determined. System worked as intended. The operator manual contains adequate information concerning the use of the system with unauthorized equipment/ accessory. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.